Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available for analysis nor batch number. Analysis and results: there are no previous complaints of this code batch. As no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed sample we cannot carry out an analysis in order to take a decision. Final conclusion: complaint is not justified. Without samples nor batch number we are not in position of studying if the affected product does not fulfill the OEM requirements. In consequence, a proper analysis cannot be done. Note of this incidence and if any sample and/or the batch number is received in the future, the case will be re-opened and analysed. Please note that when any closed sample nor batch number is received analyzing is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. Needle detached from thread/needle detachment.